Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unknown product performance anomaly. No additional adverse patient effects were reported. This rv lead has not returned for analysis. Additional information was received that the physician suspected that this rv lead was causing tricuspid regurgitation. Subsequently, the physician opted to extract this system and implant a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported. This lead was discarded at the facility.

Manufacturer narrative:
This report is being submitted as additional information was received regarding the explant details and return status of this lead. This lead will not be returned, as it was discarded at the facility. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unknown product performance anomaly. No additional adverse patient effects were reported. This rv lead has not returned for analysis.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.